Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that no device malfunction was alleged, and that the malfunction was alleged to be a lead malfunction according to the physician. The over-sensing noted was post-paced t-wave over-sensing, and this over-sensing did not impact device function.